Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2013-05589. It was reported, the pt experienced auto reducing when stimulation was activated. An impedance check revealed invalid contacts on one of the pt's leads. Reprogramming was unsuccessful. As a result, the pt may undergo x-rays and surgical intervention.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.